Event description:
Update: (B)(6) 2013-sales rep reported revision surgery on left hip due to pain and loosening of the acetabular cup. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges that the patient suffered the following on account of her asr left hip implant: chronic pain; metallosis; an inability to walk. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.